Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system #2. Reference medwatch with (B)(4) for suspect device in coaguchek s system #1.

Event description:
Caller reports that during a meter-to-meter comparison on one patient, the following results were obtained for coaguchek s system #1/ coaguchek s system #2: comparison #1: 2.4 inr/ 4.4 inr; comparison #2: 2.6 inr / 4.6 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement sent.